Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding product dissatisfaction. The information received on (B)(6) 2020 stated that the customer was using a guardian connect system and also filling a lawsuit due to product dissatisfaction. No harm requiring medical intervention was reported. The device will not be returned for analysis.